Event description:
It was reported to medtronic minimed that the customer reported the loss of communication between the insulin pump and mobile application. The customer reported bleeding. The event involved product(s) mmt-7040ma, mmt-6101. Troubleshooting was performed for the change sensor, and the customer received a change sensor alert. The customer is unable to run a transmitter test,/or the test passed. The customer was advised to try another sensor. Troubleshooting was performed for the site issues, and the customer reported blood at the site. Troubleshooting was performed for the loss of connection between the pump and mobile device. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.